Event description:
It was reported; suspect patient skin necrosis following spinal surgery.

Manufacturer narrative:
Upon review of the photo from the customer these pads were manufactured between 2011 and 2016, pad set was outside of the life expectancy for the product. Customer was using out of date products. Nw0491 advance control pad system with tempur-pedic medical support pads owner's manual, provided information regarding the need to monitor patients to prevent injury, the expected life and inspecting pads prior to use, storage conditions and cleaning conditions.

Event description:
It was reported; suspect patient skin necrosis following spinal surgery.